Manufacturer narrative:
Concomitant product: vertex implantable instrumenation (implant (B)(6) 2007). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient underwent anterior cervical discectomy and fusion at c6-7. Patient went on to develop a nonunion, severe axial neck pain, and arm pain suggestive of a c6 radiculopathy. On (B)(6) 2007: patient underwent cervical diskectomy and fusion at c6-7. On (B)(6) 2007: per operative report (dated (B)(6) 2007): patient had CT scan that revealed a nonunion at the c6-7 level. On (B)(6) 2007: patient underwent two phase spinal surgery for c6-7 acdf nonunion with c5-6 foraminal stenosis. The first phase was posterior cervical decompression fusion which consisted of bilateral inferior laminotomy, c5 superior laminotomy, c6 medial facetectomy/foraminotomy; inferior laminotomy, c6. Superior laminotomy, c7. The second phase consisted of posterior spinal fusion c5 to c7; segmental instrumentation c5 to c7; right iliac crest bone graft. Vertex system and rhbmp-2/acs were used in the procedure. Patient was brought to recovery room in stable condition; there were no complications. On (B)(6) 2007: patient had pain management consultation. He complained of pain around the incision site and pain at the graft site. Percocet and morphine were given for break through pain. On (B)(6) 2007: patient had ap and lateral cervical spine with smimmer¿s view. Finding: anterior screw plate fixation extends from c6 to c7. There is an intervertebral body plug at c6-7. Posterior screw rod fixation extends from c5 to c7. On (B)(6) 2007: patient had MRI of the cervical spine. Patient is 5 days status post cervical spine surgery. Rule out an abscess. Patient complains of left hand and arm pain and numbness. Imaging impression: postoperative changes at the c5-6 and c6-7 levels; there is a moderate sized posterior disk protrusion of extrusion on the left at the c3-4 level resulting in moderate spinal stenosis and mild left sided cord compression. There is a small to moderate sized posterior disk protrusion or extrusion within the right paracentral region at the c4-5 level resulting in mild to moderate spinal stenosis and some mild indentation upon the anterior aspect of the spinal cord. There is mild to moderate spinal stenosis of the c5-6 and c6-7 levels. This is greatest at the c6-7 level where there is some mild flattening of the anterior aspect of the spinal cord. On (B)(6) 2007: patient was discharged from hospital. Postoperatively the patient has done very well. He did have some drainage from his wound, which was watched for several days. The wound showed no signs of infection. Patient felt he would benefit from a stay in a rehabilitation center.